Event description:
A non-smoking pt underwent a laminectomy, discectomy, and ray cage fusion (plif) at l5/s1. Adcon gel was mixed with depomedrol and both applied to the laminectomy site. Approximately 2 weeks post-operatively, pt returned with cerebrospinal fluid leak symptoms. MRI was performed which revealed a l5/s1 pseudomeningocele. Conservative management with a epidural blood patch failed. Pt then underwent surgical re-exploration and repair.